Event description:
The customer complained that a sample with known multiple antibodies yielded a (B)(6)with biotestcell 3. The customer had returned the affected sample but not the allegedly defective lot. Testing by quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A service visit was conducted to check the system and collect instrument specific data. Neither information nor data corresponding to the service visit was made available. Later bmd was notified that collected data was lost w/o the chance to recover. Additionally, the instrument was checked incl. Qc run during a corrective maintenance due to general software issues. This service visit gave no indications for any instrument malfunctions. The qc run was successful, all results in range. To date, we are not in the position to provide a final assessment since we are still waiting for the findings and results of the first service visit mentioned. Unfortunately, it is unlikely to get result images of the sample in question for review and evaluation. However, since the device was repeatedly checked with no indication for any problems, we assume that tango optimo s/n (B)(4) did not contribute to the reported problem.

Event description:
The customer complained that a sample with known multiple antibodies yielded a false negative reaction with biotestcell 3. The sample that had caused false negatives was sent to us for quality control, but none of the supposedly defective product was returned. The provided sample was retested in our quality control laboratory with the retained sample of biotestcell 3. The homozygous fy(a) reagent red blood cell yielded a 1+ positive reaction, the heterozygous reagent red blood cell fya+b+ reacted negatively. Further testing using the gel method and the corresponding reagent red blood cells also yielded a 1+ positive reaction with the homozygous fy(a) reagent red blood cell, the heterozygous reagent red blood cell fya+b+ reacted with +/-. Our serlogical testing confirmed the weakness of the antibody at the limit of detection. Testing by quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A service visit was conducted to check the tango optimo and collect instrument specific data. Service visit gave no indications for any instrument malfunctions. The qc run was successful, all results in range.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our final report for this incident. (B)(4)